Manufacturer narrative:
D2a. Common device name: unknown. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd synapsys¿, there was misassociation seen with multiple samples. No patient impact reported.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. It was reported that synapsys was sending multiple results per sample. No other issues were reported. Bd investigated the issue. The lis is getting duplicate whole result messages. The issue at this site was user configuration. The customer has duplicate rules triggering upload of results to the lis multiple times. The user can adjust the rules to prevent this from occurring. Synapsys works as designed. This is an unconfirmed failure of a bd product. Review found complaints of this type were below statistical control for the month of march. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored.

Event description:
It was reported that while using bd synapsys¿, there was misassociation seen with multiple samples. No patient impact reported.